Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer for investigation of incorrect cap color. Visual inspection of the photo indicated an incorrect cap (red) had been applied to the sstii tube (yellow). In addition, 100 retained samples from bd inventory were visually inspected, and no incorrect color caps were found. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for incorrect cap color. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified quantity of tubes were found with a red cap instead of a yellow cap. There was no report of patient impact.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified quantity of tubes were found with a red cap instead of a yellow cap. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.